Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited increased thresholds, low r waves, and loss of capture on this non pacemaker dependant patient. As a result the lead was explanted and replaced.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.